Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: cannulated pedicle probe (p/n: 286710116, lot #:mi88264) was returned and received at us cq. Upon visual inspection, the multiple yellow stains were observed on the device. Additionally, unknown foreign material was observed to be present inside the shaft of the device. No other issues were observed with the returned device. Investigation conclusion the complaint condition was confirmed. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. A review of the receiving inspection (ri) for cannulated pedicle probe was conducted identifying that lot number mi88264 was released in a single batch. Batch1: lot qty of (B)(4)units were released on 15 jul 2020 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The complaint condition can be confirmed based on the image provided during photo investigation. During the investigation, no product design issues, or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. DHR review cannot be performed as there was no available lot number information. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, yellow stains developed on the devices. This was discovered on the instruments after washing and sterilization during inspection. No patient involvement. No further information provided. This report is for (1) viper 2 system cannulated straight pedicle probe 5.5 30-60mm. This is report 4 of 4 for (B)(4).